Manufacturer narrative:
This lot was manufactured january 24, 2017 ¿ january 25, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. The reported issue could neither be verified nor refuted from examination of the photo. For reported no flow - non delivery issue, a functional flow test must be performed on the physical sample to verify the flow accuracy of the device. As no actual sample was returned, functional testing could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a no flow event. It was further specified that only a small amount of solution was delivered to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was received for evaluation containing no fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.